Event description:
In this event it is reported that a promark apex locator giving incorrect measurements. No injury occurred. The customer mistakenly sent the device to the wrong department and the device was destroyed and discarded.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Device was sent to the wrong investigation division and were scrapped by accident. No investigation result can be provided.